Manufacturer narrative:
(B)(4). Pump passed functional testing including the displacement, however failed in backlight verify during self test due to el panel defect noted.

Event description:
Information received by medtronic indicated that insulin pump had backlight issue. No harm requiring medical intervention was reported. The device will be returned for analysis.